Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage that pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data file _387000 shows min bat equal to 2.639 to 2.632 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt less than equal to 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage that pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data (B)(4) shows min bat equal to 2.639 to 2.632 volts between (B)(6) 2011 and (B)(6) 2011, is before device rrt less than equal to 2.6251 volt.

Event description:
It was reported the last device charge time was 14 seconds. Since the last full charge the device has also reached recommended replacement time and the device longevity performance was shorter than expected and did not match the programmed parameter settings and usage. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the last device charge time was 14 seconds. Since the last full charge the device has also reached recommended replacement time and the device longevity performance was shorter than expected and did not match the programmed parameter settings and usage. The device remains in use. It was later reported there was a patient alert for the device reaching recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed which revealed a hybrid with a failure that disappeared during analysis. Initial analysis confirmed abnormally high current drain which matched an estimated current drain derived from the battery depletion curve contained in the save-to-disk result file. Further analysis confirmed an abnormally high current drain that was isolated to an integrated circuit. It was noted that following high temperature steps during the analysis, the current drain would incrementally decrease. Decapsulation of the integrated circuit and a subsequent unbiased stabilization bake resulted in complete clearing of the high current drain condition. The high current drain could not be re-established, therefore the cause of the failure was not determined. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage that pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data file _(B)(4) shows min bat equal to 2.639 to 2.632 volts between (B)(6)-2011 and (B)(6)-2011, is before device rrt less than equal to 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed which revealed a hybrid with a failure that disappeared during analysis. Initial analysis confirmed abnormally high current drain which matched an estimated current drain derived from the battery depletion curve contained in the save-to-disk result file. Further analysis confirmed an abnormally high current drain that was isolated to an integrated circuit. It was noted that following high temperature steps during the analysis, the current drain would incrementally decrease. Decapsulation of the integrated circuit and a subsequent unbiased stabilization bake resulted in complete clearing of the high current drain condition. The high current drain could not be re-established, therefore the cause of the failure was not determined. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage that pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data (B)(4) shows min bat equal to 2.639 to 2.632 volts between (B)(6) 2011, is before device rrt less than equal to 2.6251 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.